Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020. The customer was treated with intravenous. It was reported that the customer had over 800 mg/dl blood glucose level during hospitalization. It was reported that the customer had a virus. It was reported that the customer declined troubleshooting for further assistance. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.